Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime or compromised force sensor system test due to faulty (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and failed due to corroded home switch.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 220 mg/dl. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.